Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), device dislocation ("migration"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in a 35-year-old female patient who had essure (batch no. D14826) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 (B)(6) 2007 and (B)(6) 2015)). Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. In january 2015, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)") and nausea ("nausea"). In january 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In march 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge,"), fatigue ("fatigue"), weight increased ("weight gain,"), pelvic pain ("pelvic pain"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy") and rash ("skin rashes"). In april 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction") and back pain ("lower back area"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries)) and surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, autoimmune disorder, vaginal haemorrhage, hypersensitivity, allergy to metals, menorrhagia, rash, migraine, headache, vaginal discharge, fatigue, weight increased, dyspareunia, back pain, nausea, depression and anxiety outcome was unknown and the genital haemorrhage and pelvic pain had resolved. The reporter considered allergy to metals, anxiety, autoimmune disorder, back pain, depression, device dislocation, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent diagnostic laparoscopy, bilateral salpingectomy due to complications from the essure device. Current weight 253 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: pelvic pain, nickel allergy, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), device dislocation ("migration"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in a 35-year-old female patient who had essure (batch no. D14826) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)") and nausea ("nausea"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge,"), fatigue ("fatigue"), weight increased ("weight gain,"), pelvic pain ("pelvic pain"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy") and rash ("skin rashes"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction") and back pain ("lower back area"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries)) and surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, autoimmune disorder, vaginal haemorrhage, hypersensitivity, allergy to metals, menorrhagia, rash, migraine, headache, vaginal discharge, fatigue, weight increased, dyspareunia, back pain, nausea, depression and anxiety outcome was unknown and the genital haemorrhage and pelvic pain had resolved. The reporter considered allergy to metals, anxiety, autoimmune disorder, back pain, depression, device dislocation, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent diagnostic laparoscopy, bilateral salpingectomy due to complications from the essure device. Current weight 253 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: pelvic pain, nickel allergy, dyspareunia. Most recent follow-up information incorporated above includes: on 13-jul-2018: pfs received. Added event lower back area and nausea, mental anguish and depression. Event perforation updated to fallopian tube perforation. Outcome of events abnormal bleeding (general) and pain was updated as recovered and added onset dates of events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), perforation ("perforation"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in a 35-year-old female patient who had essure (batch no. D14826) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches,"), fatigue ("fatigue") and weight increased ("weight gain,"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy") and rash ("skin rashes"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic reaction"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge,"), dyspareunia ("dyspareunia(painful sexual intercourse)") and pelvic pain ("pelvic pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, perforation, genital haemorrhage, autoimmune disorder, vaginal haemorrhage, hypersensitivity, allergy to metals, menorrhagia, rash, migraine, headache, vaginal discharge, fatigue, weight increased and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered allergy to metals, autoimmune disorder, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, perforation, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent diagnostic laparoscopy, bilateral salpingectomy due to complications from the essure device. Current weight 253 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: pelvic pain, nickel allergy, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event "abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), autoimmune disorder, skin rashes, migraines, headaches, nickel allergy, vaginal discharge, fatigue, weight gain, dyspareunia(painful sexual intercourse), pelvic pain" were added. New reporter and patient information were added. Lot number, date of device insertion and removal were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation'), device dislocation ('migration'), genital haemorrhage ('abnormal bleeding (general)') and autoimmune disorder ('autoimmune disorder') in a 35-year-old female patient who had essure (batch no. D14826) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (((B)(6) 2007 and (B)(6) 2015)). Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)") and nausea ("nausea"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge,"), fatigue ("fatigue"), pelvic pain ("pelvic pain/ pain"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain,"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy") and rash ("skin rashes"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction") and back pain ("lower back area"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, autoimmune disorder, allergy to metals, menorrhagia, rash, migraine, headache, vaginal discharge, fatigue, weight increased, dyspareunia, back pain, nausea, depression and anxiety outcome was unknown and the genital haemorrhage, vaginal haemorrhage, hypersensitivity and pelvic pain had resolved. The reporter considered allergy to metals, anxiety, autoimmune disorder, back pain, depression, device dislocation, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent diagnostic laparoscopy, bilateral salpingectomy due to complications from the essure device. Current weight 253 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: pelvic pain, nickel allergy, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for event allergic reaction and vaginal bleeding updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation'), device dislocation ('migration'), genital haemorrhage ('abnormal bleeding (general)') and autoimmune disorder ('autoimmune disorder') in a 35-year-old female patient who had essure (batch no. D14826) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (((B)(6) 2007 and (B)(6) 2015)). Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)") and nausea ("nausea"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In march 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge,"), fatigue ("fatigue"), pelvic pain ("pelvic pain/ pain"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain,"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy") and rash ("skin rashes"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction") and back pain ("lower back area"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, autoimmune disorder, allergy to metals, menorrhagia, rash, migraine, headache, vaginal discharge, fatigue, weight increased, dyspareunia, back pain, nausea, depression and anxiety outcome was unknown and the genital haemorrhage, vaginal haemorrhage, hypersensitivity and pelvic pain had resolved. The reporter considered allergy to metals, anxiety, autoimmune disorder, back pain, depression, device dislocation, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent diagnostic laparoscopy, bilateral salpingectomy due to complications from the essure device. Current weight 253 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: pelvic pain, nickel allergy, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome for event allergic reaction and vaginal bleeding updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('multiple fragments of essure devices/five segments of coiled metallic'), fallopian tube perforation ('perforation'), salpingitis ('right and left fallopian tubes (specimen a): mild chronic inflammation'), device dislocation ('migration') and autoimmune disorder ('autoimmune disorder') in a 35-year-old female patient who had essure (batch no. D14826) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (((B)(6) 2007 and (B)(6) 2015)). Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)") and nausea ("nausea"). In (B)(6)2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge,"), fatigue ("fatigue"), pelvic pain ("pelvic pain/ pain"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain,"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy") and rash ("skin rashes"). In (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), hypersensitivity ("allergic reaction") and back pain ("lower back area"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, salpingitis, device dislocation, autoimmune disorder, allergy to metals, heavy menstrual bleeding, rash, migraine, headache, vaginal discharge, fatigue, weight increased, dyspareunia, back pain, nausea, depression and anxiety outcome was unknown and the genital haemorrhage, vaginal haemorrhage, hypersensitivity and pelvic pain had resolved. The reporter considered allergy to metals, anxiety, autoimmune disorder, back pain, depression, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, migraine, nausea, pelvic pain, rash, salpingitis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent diagnostic laparoscopy, bilateral salpingectomy due to complications from the essure device. Current weight 253 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: pelvic pain, nickel allergy, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2021: mr received: events added: fallopian tubes mild chronic inflammation, multiple fragments of essure devices. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and perforation ("perforation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergic reaction"). The patient was treated with surgery (underwent diagnostic laparoscopy, bilateral salpingectomy) and surgery (underwent diagnostic laparoscopy, bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, perforation and hypersensitivity outcome was unknown. The reporter considered device dislocation, hypersensitivity and perforation to be related to essure. The reporter commented: plaintiff underwent diagnostic laparoscopy, bilateral salpingectomy due to complications from the essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.